Manufacturer narrative:
Since the part number and lot number are unknown, the UDI is unknown. This report will be amended when our investigation is complete. Returned, not yet evaluated

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the tibial articular surface provisional fractured.

Manufacturer narrative:
Visual examination concludes that the returned device exhibits signs of repeated use and the post feature has fractured off not returned. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review and returned product. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. Reported information states that the surgeon was using a mallet to impact the tasp as the knee was tight, so a mallet was used to very gently tap the poly trial into place. The surgical technique states not to hit the tasp construct with either a hand or mallet. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp.